Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow up. This device was interrogated during a recent and unrelated hospitalize stay. Upon interrogation it was identified that the right ventricular (rv) lead pacing impedances were greater than 2,000 ohms and had been for some time. There was no evidence of noise. Isometrics and pocket manipulation was unable to create any noise. An x-ray was performed but did not identify any obvious lead damage. The patient was asymptomatic and as such no further investigation or intervention was performed. The patient will be monitored.